Event description:
On (B)(6) 2025, it was reported that the user experienced low blood glucose of 58 mg/dl after dinner. The user reported using 100% of their meals as ¿less than usual,¿ which led to maladaptation of the algorithm. The low was corrected with 15g yogurt and 15g apple juice, spaced 15 minutes apart. A factory reset was performed and a trainer follow-up was scheduled. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.